Event description:
Info was received that reported the pt was hospitalized in early 2009 due to an incident of hyperglycemia. The reporter stated the pt had been experiencing very labile blood glucose with many unexplained lows and highs. The pt was hospitalized after she had a seizure. She was removed from the device and has been using injections of insulin since the hospitalization. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.